Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: unable to verify a time/date reset to the default setting in the black box. Black box shows unexplained por on (B)(6) 2014 07:10; deliveries resumed 11(B)(6) 2014 07:22. A manual date change was made from (B)(6) 2014 07:31 to 11(B)(6) 2014 07:31. The pump was exercised for 24hrs with returned battery cap and returned cartridge cap. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to default. The total daily dose adds up correctly and reflects the users programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Removed cover; a visible inspection confirmed the bt1 internal battery was leaking. Display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging that the pump time and date reset to default factory settings. This is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. The reporter stated that the patient had a blood glucose (bg) of 30.8mmol/l with no symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.